Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was the reported the customer's blood glucose (bg) was 512 mg/dl. Contact alleged the pump was the cause of the elevated bg; no further details were provided. The customer was admitted to the hospital and was treated with intravenous insulin. Customer was discharged the next day with bg resolved. Tandem technical support assisted the contact with performing a pump system check. No device issues were identified. Tandem clinical diabetes specialist followed up with the contact. Pump settings were increased and customer's bg was in the 100s mg/dl. There were no issues with the pump.